Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl and insulin injections were administered. Ketone level was moderate. During a pump system check, insulin was not exiting from the cartridge tubing. Reportedly, the cartridge was changed.